Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by manufacturer: the returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 6mm from the proximal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10100. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric, de novo, tight, focal target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca) containing a >45 and <90 degrees bend. A 330cm rotawire and a non-bsc microcatheter were advanced to the lesion and a 1.50mm rotalink¿ plus was selected for use. The burr was advanced to the most proximal portion of the target lesion; however, due to the position of the burr and the rotawire, the burr could not be advanced further. All devices were withdrawn from the patient's body and the rotawire and microcatheter were reinserted and positioned most distally into the vessel beyond the lesion. The burr was then advanced into the lesion and there was resistance when burring the lesion. Upon removal of the burr, the burr became stuck in the lesion resulting in the burr stalling a few times. To facilitate removal of the burr, the burr and the rotawire were manually cut just before the hub of the advancer and a non bsc guide extension catheter was inserted down to the vessel over the burr and the rotawire. The burr was then successfully removed with the catheter and rotawire. Subsequently, a 2.50mm x 12mm nc emerge® was advanced and inflated at 16atm; however, the balloon ruptured and a small hole was noted in the distal end of the balloon. The balloon catheter was then removed from the patient's body. A few non compliant non bsc balloons and one non bsc high pressure balloon were then used and a 2.5 x 12mm synergy stent was deployed which completed the procedure. The lesion was adequately opened and no negative effects were noted. The patient was stable and doing very well.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10100. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric, de novo, tight, focal target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca) containing a >45 and <90 degrees bend. A 330cm rotawire and a non-bsc microcatheter were advanced to the lesion and a 1.50mm rotalink¿ plus was selected for use. The burr was advanced to the most proximal portion of the target lesion; however, due to the position of the burr and the rotawire, the burr could not be advanced further. All devices were withdrawn from the patient's body and the rotawire and microcatheter were reinserted and positioned most distally into the vessel beyond the lesion. The burr was then advanced into the lesion and there was resistance when burring the lesion. Upon removal of the burr, the burr became stuck in the lesion resulting in the burr stalling a few times. To facilitate removal of the burr, the burr and the rotawire were manually cut just before the hub of the advancer and a non bsc guide extension catheter was inserted down to the vessel over the burr and the rotawire. The burr was then successfully removed with the catheter and rotawire. Subsequently, a 2.50mm x 12mm nc emerge® was advanced and inflated at 16atm; however, the balloon ruptured and a small hole was noted in the distal end of the balloon. The balloon catheter was then removed from the patient's body. A few non compliant non bsc balloons and one non bsc high pressure balloon were then used and a 2.5 x 12mm synergy stent was deployed which completed the procedure. The lesion was adequately opened and no negative effects were noted. The patient was stable and doing very well.